Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the vitrectomy procedure, a change in the cutter sound was observed, and cutting performance became inconsistent. Aspiration function remained normal throughout. The cutter rate was set at 7,500 cuts per minute. The surgeon proceeded with caution and was able to successfully complete the procedure. There was no impact to the patient.